Manufacturer narrative:
Insulin pump received in with a protruded/loose drive support disk, scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept alarming no delivery and noticed that the drive support cap was sticking out. The blood glucose was 226mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.